Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of hematoma, pseudoaneurysm, vascular dissection, hematoma, occlusion, hemorrhage are listed in the electronic proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of hematoma, pseudoaneurysm, vascular dissection, hematoma, occlusion, hemorrhage, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis also could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Literature attachment: article titled: "suture-mediated closure devices for percutaneous endovascular abdominal aneurysm repair". Date of event: estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This study investigated the correlation between sheath size and unsuccessful hemostasis using proglide devices. Additionally, it aimed to study the effectiveness of hemostasis after a percutaneous procedure and the number and type of complications after the use of proglide devices. Although there was a high effectiveness of hemostasis, complications related to a failure to achieve hemostasis included hematoma, pseudoaneurysm, bleeding, additional closure device and surgery. Additionally dissection and femoral artery stenosis were reported. The study concluded that large-bore percutaneous procedures with proglide devices are effective and safe and there is no correlation between size of access site and lack of hemostasis. Details are listed in the attached article, title "suture-mediated closure devices for percutaneous endovascular abdominal aneurysm repair."